Manufacturer narrative:
The root cause of the customer's complaint is a closed magnet gap.

Manufacturer narrative:
Consumer stated they experienced a chipped tooth. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that they chipped their tooth while using the sonicare toothbrush.